Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise,various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received or the device is returned at a later time this report will be supplemented.

Event description:
Olympus was informed that during therapeutic hepatectomy with laparotomy procedure, the jaw broke off the device when the nurse was cleaning it with a wet cloth. It was reported that no device fragments fell inside the patient. There was no bleeding reported. The device was replaced with another similar device and the intended procedure was completed. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide the lot number of the device with lot# 54k and to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the received condition of the device and found a large amount of tissue build up on the teflon pad. The teflon pad was found with normal wear and no metal was exposed. Additionally, the distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit; however, the jaw does not properly close due to a missing pin on the jaw assembly. The missing pin was not recovered. This likely caused the user's reported event. This type of probe damage is most likely related to the operator's technique.